Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 12/21/2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that on (B)(6) 2016 she was sweating and had heart palpitations. The patient check her blood glucose (bg) and it read 500. The patient then took a bolus and went to sleep. When the patient awoke a few hours later, she was throwing up. The patient's husband drove her to the hospital and the patient was admitted and stayed five days. At the hospital the patient was treated with insulin and antibiotic. The patient was released from the hospital on (B)(6) 2016. No product defects or failures were alleged. At time of contact the patient was doing better. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.